Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed libre sensor kits passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to this, they experienced leg cramp and seizure, but was reportedly able to obtain capillary glucose result and self-treat with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to this, they experienced leg cramp and seizure, but was reportedly able to obtain capillary glucose result and self-treat with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on received product. Section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch no issues were observed. No issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to this, they experienced leg cramp and seizure, but was reportedly able to obtain capillary glucose result and self-treat with sugar. There was no report of death or permanent injury associated with this event.